Event description:
A patient had mitral valve replacement & tricuspid valve repair because of regurgitation. The patient returned to surgery months later for malfunctioning of the mitral valve prosthesis. The valve was removed and replaced with a mechanical valve.